Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On the same day, it was reported that the patient received an alert on her device indicating a brief sensor issue and noticed she was not receiving any glucose readings, then the sensor showed sensor failed. She became aware of the issue when she randomly checked her dexcom device. She then checked her blood glucose using a manual glucometer, which showed a reading of 537 mg/dl. Despite the high result, she reported no symptoms. She went to the hospital, where her blood sugar was checked at the emergency room, though she does not recall the exact value. She also does not remember which medications were administered during her stay. The patient was hospitalized for four days. Upon discharge, her blood glucose was not checked, but she reported feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.